Event description:
On 12/07/2007, foreign affiliate reported that pt presented to the pt's primary eye care professional on the same day for a follow up visit. The pt's primary optician reported, that specific info regarding the event and the pt's visit to hospital is not available. The pt indicated being examined and treated, as an outpt, by a specialist at hospital the previous month. The pt reported being diagnosed with a central corneal ulcer in the left eye and was treated with antibiotic drops and artificial tears. The optician reported that the pt's follow up exam indicated "dense scarring that was centrally located os; the pt's va prior to incident was five months earlier and after incident nine days later with correction." The optician reported that the pt was referred to an ophthalmologist. The optician was again contacted 12/27/2007 to inquire if any additional info was available. Optician indicated that the product in question is not available for return and the lot number is unk. Will report any additional info within 30 days of receipt. All MDR reportable events are reviewed in quarterly management review meetings.

Manufacturer narrative:
Device labeling for reuse.